Manufacturer narrative:
Pump was received with motor error alarm during the rewind due to corroded motor home switch. Pump was received with scratched lcd window, cracked display window corners, battery tube threads cracked,cracked reservoir tube lip,protruded/loose drive support disk. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not performed. The device was returned for analysis.